Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation had foreign material.

Event description:
It was reported that during an attempted implant, the lead had a fluid filled bladder under the silicone insulation of the lead, close to the connector pin. The exact origin was unknown. The event occurred after administration of nitroglycerin. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.